Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, customer complains that this device was activated also when the foot switch pedal wasn¿t depressed. Also customer complains that this device overheated after few minutes from the beginning of this operation. This problem provoked a salivary fistula on the patient. So a new operation was necessary to remove this fistula.